Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens. During insertion into the eye, the haptic tore. The original incision was enlarged and the lens was cut in order to remove it from the eye. Additional information has been requested but not yet received. A supplemental report will be submitted to FDA if additional information is provided.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b&l and subjected to visual examination. The lens was returned in two pieces and one haptic was missing. The condition of the lens is consistent with lens damage associated with lenses that have been removed from the eye. (B)(4).